Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a low flow alarm; however, a specific cause for this finding could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The patient experienced an implantable cardioverter defibrillator (ICD) shock at home on (B)(6) 2021. Multiple requests for additional information regarding this event were submitted to the account; no response has been received at this time. The submitted log files collectively contained data from (B)(6) 2021 through (B)(6) 2021 and found that the pump operated at the set speed without issue. A low power hazard alarm was captured on (B)(6) 2021 during which the mobile power unit (mpu) appeared to briefly lose external power. The controller backup battery powered the system until power was returned to the mpu; refer to the mpu investigation regarding this finding. Low flow controller fault flags were captured on (B)(6) 2021, one of which lasted 10 seconds or longer to result in a transient low flow alarm. Elevated pulsatility index (pi) values were also noted during the low flow events. The system appeared to be operating as intended, and there were no other notable alarms active in the log files. The patient remains ongoing on (B)(6) with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Section 1 of the IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 2916596-2021-05158. It was reported that the patient was admitted to hospital after experiencing an implantable cardioverter defibrillator (ICD) shock at home. Low flow and low voltage alarms were also noted and log files were sent for review. The log files captured a series of low power hazards on (B)(6) 2021, which were caused by power to the mobile power unit (mpu) being briefly interrupted. There was no interruption in pump support during these events. Additionally, 3 low flow events were seen on (B)(6) 2021, which occurred at times when pulsatility index (pi) was elevated. There were no other unusual events were recorded in the log file event history and the equipment appeared to be operating as intended.